Event description:
It was reported the doctor was using the foot pedal and let off the pedal, but the function kept going. The representative had to detach the wireless router from the console to get it to stop.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The footswitch cord-set (connecting footswitch receiver to generator) had a broken shield drain wire. However, repeated footswitch testing could not reproduce the complaint of cut function continuing after pedal release. Unit performed as designed in service. It is unlikely that the broken shield-drain wire affected the ability of the unit to stop delivering energy. The cord-set was replaced. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.